Manufacturer narrative:
Concomitant medical products: product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator; product ID 3587a, lot# n0019358, implanted: (B)(6) 2006, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
The patient reported their original implantable neurostimulator (ins) migrated and ended up pushing out of the skin several times starting in 2007. As a result the ins was moved and revised several times (four times). When the ins was revised the last time in 2011 the patient developed a staph infection so the ins ended up being replaced on (B)(6) 2011. Relevant medical history includes radiculopathy, non-malignant pain, and cervical radiculopathy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.